Event description:
It was further reported that the mobile programmer was not reading the cables during lead testing. Additional troubleshooting steps were taken to include swapping out the application which failed to resolve the issue, resulting in the necessity to swap out the mobile programmer to complete the case. Application version: 4.5.2 host tablet os version: 26.2

Manufacturer narrative:
Correction: additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were pairing issues between the mobile programmer base and the mobile programmer application. It was noted that when pairing was achieved, connection was intermittently lost and capture was not displayed accurately, or display of capture was delayed. Troubleshooting steps were taken to include forgetting the base in the host tablet bluetooth settings and re-pairing it within the mobile programmer application. After successful pairing, the analyzer was launched and a pop-up message appeared stating, ¿unable to retrieve data. No connection to base,¿ despite the base remaining shown as paired within the application. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a pairing difficulty between the mobile programmer base and the mobile programmer application was confirmed. Analysis of the service logs found the customer comment that mobile programmer lost connection and there was a display of capture issue was confirmed. Analysis of the service logs found the customer comment that there was a no connection to the base diagnostic message displayed despite the base appearing as connected was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b.2.3 date of event: g3 (initial aware date = (B)(6) 2026). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.